Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock-up, resulting in an unclearable eri. The condition was found to be the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported the device was at eri (elective replacement indicator), and the mode and rate could not be reprogrammed. An error message was received when battery voltage and lead impedance measurements were attempted. The estimated longevity at a device check one month prior was 80 months. The device was explanted and replaced. The device was later returned with a report of premature eol (end of life). It was also reported that the device could not be programmed or reset. No patient complications were reported as a result of this event.